Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Onsite investigation was preformed and the reported event could not be reproduced during system testing. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the surgeon monitor was flickering. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.